Event description:
It was reported that high impedance was found on the patient's vns upon interrogation at an office visit. It was reported that the patient was experiencing an increase in seizures believed to be due to the loss of therapy caused by the high impedance. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Date received by manufacturer; corrected data; initial MDR submitted incorrect received date of 8/15/2018 which should have been 8/14/2018.

Event description:
The patient underwent a full revision surgery. The explanted lead and generator have been received by the manufacturer. Analysis is underway but has not been approved to date. No additional or relevant information has been received to date.

Event description:
Analysis for the generator and lead were approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. An analysis was performed on the returned lead portion. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portion of the device. A large portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. No additional or relevant information has been received to date.